Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was scheduled for a lead and ins replacement due to normal depletion of the battery. It was reported that impedances were checked before the replacement procedure and were good. During the explant of the surgical paddle, the electrode contacts detached from the paddle. All sixteen contacts were present and an x-ray was taken of the incision area after the lead was removed and showed that no contacts remained in the patient. It was reported that the patient was receiving therapy prior to the replacement procedure, which occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they will be returning the lead as soon as they get a return mail kit delivered to them. They stated the ins will not be returned.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Analysis of the lead va0kxf8005, found that electrodes pulled out or off from the distal end of the stimulator lead. (B)(4).